Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: review of the black box showed multiple records of loss of prime warning associated with a low non-zero force on event date (B)(6) 2016. The pump was manually suspended on (B)(6) 2016 at 15:30 and manually resumed at 18:36. On investigation, an ez-prime sequence and 24-hour duration test were successfully completed with no loss of prime warnings being duplicated. The pump was found to be detecting the correct force. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. There was no evidence of damage, defect or contamination of the pump¿s internal components. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The user guide instructs the user to disconnect from the pump prior to priming. The pump provides audio-visual warnings to the user to disconnect from the pump prior to priming. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient was treated in the emergency room for low blood glucose (bg) of 49mg/dl with unsteadiness when standing/walking associated with a recurring loss of prime issue. The patient was reportedly treated with intravenous glucose and oral carbohydrates, and discontinued the pump. The pump had reportedly emitted loss of prime warnings multiple times despite changing the cartridge. Troubleshooting indicated that the user had primed while attached following the loss of prime warnings, and received an additional 30.3units of insulin, resulting in the low bg. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention associated with use error of the pump.